Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as a steerable guide catheter leak occurred with air embolization, requiring treatment.screening ID: 4010020028.it was reported that on (B)(6) 2022, a mitraclip procedure was performed for mitral regurgitation (mr) grade 4+ while introducing the clip delivery system (cds), into the steerable guide catheter, the sgc lost fluid column and air embolization occurred. As treatment, aspiration was performed using a 6f pigtail catheter. The procedure was aborted. No mitraclip was implanted. There was no clinical symptoms associated and the event did not require additional hospitalization. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. The reported air embolism is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on available information the cause of the reported leak could not be determined. Additionally, the reported air embolism is a cascading effect of the reported leak. The reported unexpected medical intervention was a result of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.